Event description:
It was reported that the patient had an inappropriate shock post implant due to oversensing of noise via air entrapment. Also, the system could not induce the patient at the implant procedure. The system was programmed off for testing. The intrinsic measurements were low in each sensing vectors. The device was left in the primary sensing vector and smart pass was programmed on. The system is on and remains implanted. There were no additional adverse patient effects.